Event description:
Procedure: davinci prostatectomy. Reportedly, the trocar used as camera port for the davinci camera lens. The camera lens was getting smeared when introduced through the trocar. The trocar had to be cleaned which delayed the procedure.